Event description:
It was reported that the insulin pump had issues with the battery. Customer had high blood glucose. The insulin pump went dead and did not alarm. The blood glucose reading is 187 mg/dl. Customer bolused and manual injection. The previous blood glucose reading was 289 mg/dl. The insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump monitored and no blank display noted. All currents are within specification. No damage found on connector and lcd isolation tape. No unexpected battery out limit alarms noted. The insulin pump had cracked end cap, reservoir tube lip, reservoir tube, reservoir tube window, case window corners, lcd window and scratched lcd window. Unable to perform displacement, prime, basic occlusion, occlusion and no delivery tests due to cracked end cap.